Event description:
It has been reported that the patient underwent a dislocation after a revision surgery. As per patient history review, the patient went well 6 weeks post-surgery, but has fallen and dislocated. A second revision surgery was planned.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Received x-rays shows that the implant is dislodged : the humeral cup dislocated from the humerus. The device was not be returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality can't be performed as the product batch number was not communicated. One complaint (1 product), this one included, has been recorded on tess humeral reverse corolla s2, reference (B)(4), from 01 january 2018 to 31 may 2021 on dislocation. According to available data, the root cause of the event can¿t be determined. However, there is no evidence that the event is related to the product. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions.

Manufacturer narrative:
(B)(4). List of associated devices: baseplate, s, 15mm, reference 0104440002, batch 3019007; tess hum insrt 6x41 sz 2, reference p1700188, batch unknown; glenosphere dia 41 deg 0, reference 0104440070, batch unknown; dpsc screw 3.5/4.5x30mm, reference 0104440030, batch unknown; dpsc screw 3.5/4.5x30mm, reference 0104440030, batch unknown. Report source, foreign - event occurred in (B)(6). The device manufacturing quality record could not been reviewed as the lot number was not communicated. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that the patient underwent a dislocation after a revision surgery. A second revision surgery is planed.